Event description:
Edwards received information that a (B)(6) male patient who underwent a mitral valve repair two (2) years ago with an edwards annuloplasty ring, was now diagnosed with congestive heart failure and was noted to have significant mitral regurgitation on the most recent echo. The patient underwent a mitral valve replacement; operative details indicate, "we could identify the mitral valve. Had good exposure. The previous [subject] ring was intact. There appears to be just some posterior restriction of movement of the posterior leaflet along the p1, p2 area that was the cause of the regurgitation. Felt like this was not amenable to re-repair, therefore removed the ring with scissors. Then removed the anterior leaflet and then sized the annulus to a #29 edwards bioprosthetic valve ... The patient tolerated the procedure well, was carried to the ICU in critical but stable condition."

Manufacturer narrative:
Additional manufacturer narrative: report of mitral regurgitation two (2) years post mitral valve repair with an edwards annuloplasty ring, which prompted replacement of the patient's mitral valve. As documented in literature, the causes of re-operations for failed annuloplasty repairs are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to indicate a device quality deficiency related to this event. Edwards will continue to review and monitor all events.